Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a prime/fill anomaly. When she primed the insulin pump, the piston and motor started to grind. When she primed her insulin pump again and during the process of delivering the bolus the insulin pump popped. When she was inserting her carbohydrate count, she was at 12 carbohydrates and she held the button down to reach 135 carbohydrates but it glitch to 200 carbohydrates. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No prime/fill anomaly or motor noise during rewind noted. The drive/motor was inspected and no drive/motor anomaly was noted. The pump was received with normal operating currents and no unexpected off no power or low battery alarms noted. The pump had cracked battery tube threads and a cracked reservoir tube lip.